Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The receiver was broken on the left side, he is unaware how it happen but (B)(6) states that the end-user does use the arms to transfer.